Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and five months post filter deployment, the patient presented to the hospital with abdominal pain. Subsequent CT abdomen revealed a linear metallic foreign body was noted along the anterior aspect of the right ventricle extending into the adjacent pericardium which appears to reflect an embolized strut from the ivc filter. Eventually CT chest revealed that the missing limbs of the ivc filter was lodged in the right of the heart with the tip going into the pericardium. Eventually a months later, x-ray revealed the filter was significantly tilted laterally. Subsequently CT revealed, stable appearance of an embolized ivc filter strut along the anterior aspect of the right ventricle extending into the adjacent pericardium. There was an infrarenal ivc filter with multiple struts extending extraluminally. One strut extends into the iliopsoas muscle, one along the anterior aspect of the l2 vertebral body, and three others extend anteriorly. Therefore, the investigation is confirmed for the filter limb detachment, perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labelling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts embedded near heart and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.